Event description:
It was reported that during implantation of an implantable neurostimulator (ins) that the device may have been soaked in antibiotic, saline, or water solution. Following implantation and when the device was on, the patient was experienced a shocking, burning, and no stimulation sensation at all amplitude levels. The shocking /painful sensation at the pocket site was independent from electrode combination. Follow up information received reported that the device was reprogrammed on (B)(6) 2011. Impedances were checked with readings greater than 4000 ohms on all combinations of electrode "0." Patient was advised to shut off ins for 7-14 day to allow for possible fluid to dissipate from in and around the [pocket] area before trying stimulation again. Additional information has been requested, but was not available at the date of this report.

Manufacturer narrative:
Lead model 3889-28 lot# v825808 implanted: (B)(6) 2011 explanted: unk; extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; programmer model 3037 serial# (B)(4).

Event description:
Additional information received reported that the doctor had not chosen to revise the implantable neurostimulator. No other information regarding the patient was available.